Event description:
The pump was returned to the MFR following prophylactic removal to avoid in-vivo battery depletion. There was reported to be no pt injury. The pt recovered without sequela. The device system was used to deliver hydromorphone.

Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed gears seized/bridging residue. Multiple gears meshed up with bridging residue.